Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image using the high definition cord likely occurred from a defective cable unit. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed no injury to the patient and there was a few minutes of delay while they replaced the high definition cord. The intended procedure was completed.

Manufacturer narrative:
The device was returned to the service center for evaluation. The image was observed to be blurry during testing due to a damaged cable. In addition, the coupler rotation function was found not working. A leak was also noted on units coupler and cable. The physical damage to the unit cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported during an unspecified procedure, no picture was observed while using the high definition cord. It is unknown if the intended procedure was completed. There was no patient involvement.